Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. After continued charging, battery gauge showed battery was fully charged. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued pump therapy.